Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the delta valve on 2014-(B)(6). When the doctor checked the patient's valve, it was found to be fractured. According to the report, the patient had revision surgery on 2014-(B)(6). The patient's current status was normal.

Manufacturer narrative:
The valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leakage testing. Therefore, l aboratory personnel were not able to duplicate the conditions of the complaint. The ventricular and peritoneal catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)